Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery release, battery drawer, and battery drawer o-ring contaminated. Ring cover and two side bail covers contaminated. Upper and lower cases broken and ring bent.

Event description:
It was reported the device was turning itself off. Follow-up information received determined there was no patient involvement. The device was returned to the manufacturer, analyzed and tested out of specification.